Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to improper endoprosthesis placement, and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2019, the patient underwent treatment of an acute stanford type a aortic dissection with two conformable gore® tag® thoracic endoprostheses. After the left common carotid artery and the left subclavian artery were bypassed, a 34mm gore® tag® device (tgu343420j/18530418) was deployed proximally just below the left common carotid artery. The partially uncovered stent at the proximal end of the graft was intentionally placed in a position that partially covered the distal origin of the left common carotid artery. After both endoprostheses were implanted, blood pressure in the left upper arm had reportedly decreased. According to the report, there was a pressure gradient between the aorta and the left upper arm. It was also reported that blood flow in the left upper arm was delayed. The physician suspected that the sleeve of the 34mm gore® tag® device had covered the left common carotid artery. The physician implanted a 10mmx40mm bare metal stent in the left common carotid artery to preserve blood flow. The pressure gradient was resolved, and blood flow in the left upper arm was restored. The procedure was completed with no further reported complications. The patient tolerated the procedure.